Event description:
Carefusion service representative called on behalf of the one user facilities to report exhaled volumes that are reading low. When the setting is 100mls, the reading is 85ml in the ped size mode. She calibrated the exhalation flow transducer, but the problem was not corrected. This problem occurred during preventative maintenance (no patient involvement).

Manufacturer narrative:
(B)(4). Carefusion technical support instructed the service representative to change the flow sensor, and diaphragm, then call back if further assistance is needed. As of april 29, 2015, no further assistance has been requested for this issue.